Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify absence of occlusion alarm due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump's buttons are sticking or hard to press. The customer¿s blood glucose level was 600 mg/dl. Troubleshooting was done for high blood glucose. Troubleshooting was provided for button issues. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the screen was frozen before but not this time. Customer stated the back light work sometimes but most of the time it did not worked. Customer had high blood glucose but was not got the no delivery. Customer stated that the insulin pump had not been exposed to high magnetic field. Customer reported that there was no alarms or alerts in the pump to indicate the insulin pump was not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.